Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported). The action taken with dianeal therapy and patient outcome were not reported. No additional information is available.